Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. The infusion sets had been used for five hours and one day respectively. At the time of both the events, his blood glucose level was 400 mg/dl as he did not get insulin because of detached tubing. To treat this issue, he took a correction injection via multiple daily injection. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.